Event description:
It was reported that post-op of a bowel resection procedure, the surgeon shared information with the sales representative concerning a patient that developed a post-op leak. There is no additional information at this time as to when the original surgery was completed or date when the leak occurred. No patient information was provided. The device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.